Event description:
It was reported that infection was observed on the system. A temporary wire was placed. Device and leads were explanted. No further information available.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).